Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant procedure, the left ventricular lead could not be fixed. Several attempts were made with no success. The physician believed that the patient's anatomy may have been the issue but was not completely sure. The lead was removed and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.